Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs0951 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was flushed, saline leaked from the site 1cm away from the valve. The device was removed and replaced. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr s/l groshong catheter. The sample was received with an inlaid stylet. The position of the catheter on the stylet flushing connector cannula suggested that the catheter had been manipulated. Two small splits were observed in the catheter near the tip of the inlaid stylet. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the sites of the aforementioned splits. Tactile inspection of the sample revealed tensile weakness in the vicinity of the splits. The stylet tip protruded from both splits during manual manipulation. Microscopic inspection of the split revealed a granular fracture surfaces. The splits were roughly circular with tearing extending in the proximal directions. The locations of the damage and the split characteristics were consistent with the stylet tip perforating the catheter wall. Such perforation can occur if insertion is attempted without flushing the catheter, which can cause the tip of the catheter to fold over at the stylet tip. The product IFU states ¿flush the catheter with sterile normal saline prior to use.¿ a lot history review (lhr) of rebs0951 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was flushed, saline leaked from the site 1cm away from the valve. The device was removed and replaced. No patient injury reported.